Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous and calcified left anterior descending (lad) coronary artery. The 12mm x 3.0mm quantum maverick monorail balloon was being used to post dilate a 3.0mm x 20mm taxus drug eluting stent when the balloon ruptured at 19 atms on the initial inflation. The procedure was successfully completed with this device. No pt complications were reported. Pt status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and simiilar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.